Event description:
This a report by a nurse from (B)(6), of exit site infection (with culture positive for (B)(6)), abdominal complaints (unspecified), bacterial peritonitis (with culture positive for (B)(6)), pain in amputated limb stumps, and death in a patient coincident with extraneal and physioneal therapies (lots unknown). On an unreported date in (B)(6) 2009, the patient began treatment with extraneal, 2 liters (l)/day, physioneal 40, 1.36%, 2 l/day, physioneal 40, 2.27%, 2 l/day, and physioneal 40, 3.86%, 2 l/day (lot numbers unknown) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was reported that peritoneal dialysis (pd) therapy was ongoing at the time of the patient's death. On (B)(6) 2012, the nurse reported the patient experienced an exit site infection. On (B)(6) 2012, the patient began remedial treatment with topical applications of gentamicin cream on the exit site. On (B)(6) 2012, the patient went to the hospital due to abdominal complaints (unspecified) and pain in his amputated limb stumps. On the same date, the patient was admitted to the hospital for the exit site infection. On the same date, the patient began remedial treatment with tazobac, ev (endovenous), (piperacillin + tabozactam 500mg) every 12 hours and fluconazole, ev, 50 ml every 24 hours and the gentamicin topical application was maintained. On (B)(6) 2012, previous remedial medications were stopped and the patient began remedial treatment with gentamicin, 80 mg/ml and ceftazidime 1g, both administered ip during night cycle along with the extraneal exchange. On (B)(6) 2012, at 0745, the patient died. The exact cause of death was unknown. The reporter confirmed with the hospital physician that no autopsy had been performed. Per the physician, the probable cause of death was due to an intestinal ischemia. It was reported that the event of bacterial peritonitis likely occurred because of a break in sterile technique via touch contamination during the pd procedure rather than cause being associated directly to the drug. It was reported the event of exit site infection likely occurred because of contamination of the exit site ((B)(6)), (details not reported). The event of abdominal complaints (unspecified) was reported to be due to the peritonitis. The pain in the amputated limb stumps was reported to be more likely phantom pain or due to an unspecified pathology at the surgical site. The event of death was described as being possibly associated with ischemic bowel. The cause of the events of death, exit site infection, peritonitis, abdominal complaint and pain in amputated limb stumps were not considered to be related to a baxter device or solution.

Manufacturer narrative:
(B)(4). Follow up information was received from the pharmacist as follows. On an unreported date, a break in aseptic technique occurred. It was not reported if re-training was provided, therefore the outcome for the event was unknown. This report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.